Manufacturer narrative:
Sensor pack (B)(4)was returned and investigated. Performed visual inspection on returned sensor pack and no damage was observed. Observed sensor pack lid was not completely peeled off. Unable to perform further investigation due to no product returned; therefore, an extended investigation has been performed. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2021, customer initially reported they were unable to apply the adc freestyle libre sensor and ordered a replacement product. On (B)(6) 2021, customer reported that due to a delivery issue with the replacement product, she was unable to monitor glucose, experienced loss of consciousness and subsequent bruising. The customer reported unspecified self-treatment and did not require third-party intervention. No further information was provided. There was no report of death or permanent injury associated with this event.